Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, allergic reaction to antibiotics, pregnancy test urine negative, chronic cervicitis, tubo-ovarian adhesion and corpus luteum cyst. Previously administered products included for an unreported indication: depo- provera. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menometrorrhagia to be related to essure. The reporter commented: right coil 2 and left coil 3. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix: mild acute and chronic cervicitis with squamous metaplasia. Uterus: unremarkable secretory endometrium; no evidence of adenomyosis, leiomyomatosis and endometriosis. Left fallopian tube: normal tube with no diagnostic alteration. Right fallopian tube: tubo-ovarian adhesions. Right ovary: hemorrhagic corpus luteum cyst, cystic follicles, and occasional corpora albicantia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. As per source document dated: (B)(6) 2021, event medical device removal updated to dysmenorrhea. New event added: menometrorrhagia. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included dysmenorrhea, allergic reaction to antibiotics, pregnancy test urine negative, chronic cervicitis, tubo-ovarian adhesion and corpus luteum cyst. Previously administered products included for an unreported indication: depo- provera. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right coil 2 and left coil 3. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.